Manufacturer narrative:
(B)(6). The lot was manufactured december 2, 2016 ¿ december 3, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. For the reported condition of under infusion, a functional flow rate test must be performed on the physical complaint samples in order to verify the flow rate accuracy of the alleged devices. Therefore, the photo of the sample could not objectively verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was underinfusing. After use, it was identified that the device was infusing unspecified cytotoxic solution at a rate slower than expected. There was no patient injury or medical intervention associated with this event. No additional information is available.